Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient passed away on 10jan2023. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance . The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ lists potential adverse events, including renal dysfunction, right heart failure, and death that may be associated with the use of the hm3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient underwent impella 5.5 placement as a bridge to heartmate (hm) 3 left ventricular assist device (lvad) placement. The patient had prolonged hospitalization and postop course notable for requiring tracheostomy on (B)(6) 2022, patent foramen ovale (pfo) closure on (B)(6) 2022, and percutaneous endoscopic gastrostomy (peg) on (B)(6) 2022. The patient returned to the cardiovascular intensive care unit (cvicu) on (B)(6) 2022 and was on trach-collar during the day and trilogy ventilator at night without requiring any inotropic support and was making slow progress in recovering from their profound deconditioning. On (B)(6) 2023, the patient suffered a massive aspiration event on their feeding tube becoming unresponsive and appearing gray. They were being bagged via their tracheostomy, cuff inflated, and their color improved. The patient had no arterial line but had a dopplerable mean arterial pressure in the 40's. They were given norepinephrine and epinephrine and right axillary arterial line was placed. Bronchoscopy was notable for yellow appearing gastric contents in the majority of the basilar segments of each lung that were tediously aspirated while supporting the patient's hemodynamics with push dose epinephrine. Following their bronchoscopy, bedside echocardiogram was performed which was notable for a dilated hypokinetic right ventricle with severe tricuspid regurgitation, ventricular septum bowing into the left ventricle, and a small left ventricular cavity that was suctioned down around their lvad inflow cannula. Subsequently, the patient had a suction event that lasted for 1 to 2 minutes during which time, the map was in the 30's. Half a milligram of epinephrine was given and their vad rotations per minute (rpms) was reduced from 5600 to 5200 rpm. The map recovered gradually, their left ventricular filling improved visually, and their vad flows recovered without requiring cardiopulmonary resuscitation. They continued to require escalating epinephrine and norepinephrine, vasopressin was added, as well as inhaled nitric oxide. The patient had acute respiratory disease syndrome (ards) with a p/f ratio of 163, ph was 7.27 with a co2 in the 60's. An attempt was performed to increase their ventilation, however, their lung compliance was poor and the effort was limited due to plateau pressures in the upper 30's. The team proceeded with deep sedation with fentanyl/ midazolam and paralysis with cisatracurium and the patient was no longer producing urine. Meropenem and vancomycin were started empirically and new blood cultures were sent. The doctor was updated with the condition and the patient was no longer a candidate for any further mechanical circulatory support options. Due to the immediate potential for life-threatening deterioration due to the above conditions and anuric renal failure, the decision was made to proceed with comfort care and deescalate cardiac and respiratory therapies and proceed with palliative care. On (B)(6) 2023, the patient was noted not to have any cardiac function and time of death was pronounced at 2058. The vad reportedly functioned as intended and the outcome was not considered to be device or therapy related. The pump was not explanted.